Event description:
The customer contact reported a nondelivery. The pump was programmed to deliver vancomycin (2.5gm/550ml) for a duration of two hours and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noticed that the delivery had stopped. No audible alarm was noted. The device was removed from clinical service. The therapy was resumed using a dial-a-flow set. There was no reported adverse patient effects. No medical interventions were required. Though requested, no additonal information was provided.

Manufacturer narrative:
H10: the device passed testing for delivery accuracy. A calibrated set was used for testing per the device release specifications. The device passed testing for delivery accuracy. A calibrated set was used for testing per the device release specifications.